Event description:
The patient reported that the device did not seem to be working right, lately they were having a lot of pain at the base of their spine. There was a return of pain. The patient stated that the device was supposed to help with the pain from the waist down. The patient had fallen four times since they got the implant. The patient was to follow-up with their health care professional (hcp). Other relevant medical history includes spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.